Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon. The perimeter derived measurement of the left ventricular outflow tract (lvot) was 24.9mm. The length of the membranous septum was 1.7mm. The balloon size was based on the lvot's funnel shape was much narrower than the annulus. The perimeter of the annulus was 27mm. The patient was also at higher risk for a permanent pacemaker. During the procedure the valve was partially re-sheathed three times due to the valve being too high on the left coronary cusp (lcc). The valve was implanted with an implant depth of 6.7mm from the non-coronary cusp (ncc). Following implant, the patient went into heart block and a temporary pacing was placed. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon. The perimeter derived measurement of the left ventricular outflow tract (lvot) was 24.9mm. The length of the membranous septum was 1.7mm. The balloon size was based on the lvot's funnel shape was much narrower than the annulus. The perimeter of the annulus was 27mm. The patient was also at higher risk for a permanent pacemaker. During the procedure the valve was partially re-sheathed three times due to the valve being too high on the left coronary cusp (lcc). The valve was implanted with an implant depth of 6.7mm from the non-coronary cusp (ncc). Following implant, the patient went into heart block and a temporary pacing was placed. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
It was reported that the patient went into heart block following navitor implant. Field indicated that during the procedure the valve was partially re-sheathed three times due to the valve being too high on the left coronary cusp (lcc). Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported medical and surgical intervention were due to implant of temporary and permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.